Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include: 4968, 5071, 4951, 5076, 4194. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: longitudinal outcomes of epicardial and endocardial pacemaker leads in the adult fontan patient. Pediatric cardiology. 2018; 39(7):1476-1483. 10.1007/s00246-018-1919-3. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding epicardial and endocardial pacemaker leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The mean follow-up time for the study was 7.7 years. The article reports ventricular epicardial leads were associated with temporal decrease in impedance and increase in thresholds. Epicardial leads also were noted to have a higher rate of "failure". The status of the leads in unknown. No patient complications have been reported as a result of this event.